Event description:
This is a report from a customer to a baxter representative involving 3 of 5 integrated apd sets w/ cassette 3 prong that were purported to have caused an unknown alarm. The cassette was swapped for another at the time of the alarm, with no further incident. No patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available. Product surveillance contacted registered nurse (rn) on (B)(6) 2012 regarding the changing out the cassette and not the entire set up. The rn stated that she is aware of the home patient's (hp) poor technique. The rn stated that she has spoken the hp many times about how to correctly change out the set up with the cycler alarms. The rn said that when the hp comes to the clinic for her next appointment that she will address the issues again. Per hp, the hp has not reported any injury or harm as a result of this incident. The rn stated that as far as she knows the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This report for re-use of a single use product was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint.